Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted via the right axillary artery in a 66-year-old male patient presenting with cardiomyopathy, scai shock stage d, with a history of known coronary artery disease. The registered nurse reported that the patient required cardioversion for atrial tachycardia. The patient remained hemodynamically stable following cardioversion, and an amiodarone infusion was initiated. The managing physician noted no issues with impella function and did not attribute the rhythm disturbance to the device. The patient remained on impella support. The reported tachycardia is most likely attributed to the patient¿s underlying cardiomyopathy and critical condition.

Manufacturer narrative:
The investigation is still ongoing.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The root cause of the injury was unable to be determined due to insufficient clinical details.